Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to covid, urinary tract infection and high blood glucose on (B)(6) 2020 for 4 days with blood glucose of 400 mg/dl. The customer's current blood glucose was 103 mg/dl. Customer treated high blood glucose with intravenous insulin drip. Customer stated they did experienced symptoms related to high blood glucose such as nausea and vomiting. Troubleshooting was declined for high blood glucose. Auto mode feature was not used at the time of event. The insulin pump will not be returned for analysis.